Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the base is defective. He claims that the normal wear and tear is wearing down the cast metal oval hole, which then becomes round, leaving the lift sloppy. The legs don't open or close properly. MDR filed.